Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification and fold creases. After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture). Additional, changed, and/or corrected data: d9,h3,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.